Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that wheel locks won't tighten and the clothing guard screws are missing.